Event description:
Customer reported that there is a problem with the insulin pump. The blood glucose is 128 mg/dl. Customer has been experiencing low blood glucose for two weeks, but the level has been lower this week. The blood glucose reading has been 900 mg/dl, experiencing high blood glucose. The reservoir is showing more insulin than what is shown on the status screen. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.